Manufacturer narrative:
(B)(4). The device investigation is pending.

Event description:
Set screw that retains the handle came out of instrument during surgery. No patient injury or consequence.

Event description:
Set screw that retains the handle came out of instrument during surgery. No patient injury or consequence.

Manufacturer narrative:
(B)(4), the DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a 25-piece lot in may of 2021. It was found that this order was made from the correct materials and components and all processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the instrument shows that it has additional repair lot coding on the proximal handle (g00436m) of r-11-21 signifying that this instrument has previously been sent in for repair prior to this complaint. Further evaluation shows that the distal handle (g00388) and shoulder screw (n00186) are loose and separate from the instrument thus we are able to validate this complaint. We are unable to determine what caused the distal handle and shoulder screw to be loose from the instrument but mishandling and or tampering of this device at the end user's facility is suspected. All 25 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.